Event description:
It was reported that balloon rupture, shaft broken, balloon detachment and catheter removal difficulty occurred. The 50% stenosed target lesion was located in a severely calcified and non tortuous the superficial femoral artery (sfa). A 5.0mmx60mmx80cm (4f) sterling catheter balloon was selected to dilate the lesion. The balloon was inflated three times on the desired segment of the vessel. The first two inflation were at 14 atmospheres each. An attempt to reposition the balloon was made during deflation but resistance were noted. After more force applied to get the balloon to the desired position, a third inflation was performed but it was noted on angiographic imaging that the balloon ruptured at 14atmospheres. Balloon removal was attempted. The physician applied more force to remove the balloon as more resistance was noted. Upon examination of the removed balloon, it was noted that the balloon had broken and the distal segment of the balloon and the balloon catheter were missing. Further images were taken and the ro marker on the distal segment of the balloon could still be seen in the sfa vessel. A snare was introduced and after several attempts, the detached part of the balloon and catheter were successfully removed from the patient. Further images were taken revealing no further signs of visible balloon debris. With reasonable blood flow to the patient's foot, the procedure was ended. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. There was blood on the catheter and in the guidewire lumen. The device was returned in two (2) pieces. The distal end of the device, including a portion of the balloon, marker band, distal tip, and a 14.5cm length of the inner shaft, was detached at the tack weld 69.5cm from the strain relief. The ends of the inner shaft at the detachment site were jagged and stretched which suggest that the damage may have been related to tensile overload. There were multiple kinks on the inner shaft. The catheter was inspected under magnification. There was a longitudinal with complete circumferential balloon tear 29cm from the balloon waist. The portion of the balloon (30mm long) on the distal end of the catheter was prolapsed over the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, shaft broken, balloon detachment and catheter removal difficulty occurred. The 50% stenosed target lesion was located in a severely calcified and non tortuous the superficial femoral artery (sfa). A 5.0mmx60mmx80cm (4f) sterling catheter balloon was selected to dilate the lesion. The balloon was inflated three times on the desired segment of the vessel. The first two inflation were at 14 atmospheres each. An attempt to reposition the balloon was made during deflation but resistance were noted. After more force applied to get the balloon to the desired position, a third inflation was performed but it was noted on angiographic imaging that the balloon ruptured at 14 atmospheres. Balloon removal was attempted. The physician applied more force to remove the balloon as more resistance was noted. Upon examination of the removed balloon, it was noted that the balloon had broken and the distal segment of the balloon and the balloon catheter were missing. Further images were taken and the ro marker on the distal segment of the balloon could still be seen in the sfa vessel. A snare was introduced and after several attempts, the detached part of the balloon and catheter were successfully removed from the patient. Further images were taken revealing no further signs of visible balloon debris. With reasonable blood flow to the patient's foot, the procedure was ended. No further patient complications were reported and the patient's status is stable.